Event description:
Reporter stated the customer has experienced hyperglycemia of approximately 280 mg/dl since (B)(6) 2014, and her father believes the insulin delivery of the infusion device is inaccurate. The customer switched to her backup infusion device on (B)(6) 2014, and her blood glucose is currently "ok." No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).